Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, the fse removed the prefilter and the pressure returned to zero. When the prefilter was reinstalled, the pressure was normal. The error could not be duplicated. The customer then ran patient samples without any issues. The instrument was operating as expected. There was no further action required by fse. The most probable cause of the reported event could not be determined.

Event description:
The customer reported getting error message 102 pres limit over on the g8 instrument. The pressure was 24 mpa. The customer tried rebooting the instrument, changing the filter, and disconnecting the peek tubing at the filter connection, but the instrument continued to alarm. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.